Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) - incomplete. The serial number of the device is currently not available.

Event description:
Out of the box failure when the pump is switched on, it immediately builds up too much pressure and only gives the error message "high pressure". Defect was also confirmed by (B)(6).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received at the physical manufacturer for evaluation, however the complaint could not be confirmed due to the physical condition of the device upon receipt. In order to verify the failure the physical manufacturer attempted to turn the device on, however it would not power on. The physical manufacturer confirmed that the exterior of the device was dented, and one of the pump heads was loose. Upon inspection of the internal components, the physical manufacturer indicated that the electrovane was separated because the screws were loose. Many electronic components were found to be damaged most likely caused by the loose electrovane hitting them. The motor encoder was broken, and the pcba appeared to be hit multiple times. The damage observed rendered the device inoperable. The damage observed by the physical manufacturer rendered further testing of the device impossible, therefore the reported failure of excessive pressure could not be confirmed. The device may have been mishandled at some point in time either in the customer's possession or during transit as it was returned to the physical manufacturer for evaluation. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
Out of the box failure : when the pump is switched on, it immediately builds up too much pressure and only gives the error message "high pressure". Defect was also confirmed by elsg. Email from affiliate: bq does not have any further information.

Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: (B)(4).